Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. The insulin pump found moisture damage at motor assembly noted.

Event description:
The customer reported via phone call that there is fluid on the insulin pump screen. The customer¿s blood glucose level was 152 mg/dl. The customer also reported that there was fluid in the battery compartment. Customer states o-ring was in place. Customer states o-ring was free of debris. Customer states battery cap was not damaged. Customer states the home screen did not appear on the display. The customer was advised to revert to the back-up plan. The device will be returned for analysis.